Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2021-18967, 1627487-2021-18968, 1627487-2021-18969, 1627487-2021-18970. It was reported that the patient was experiencing ineffective therapy due to high impedance on multiple leads. As a result, a surgical intervention occurred wherein the system was explanted and replaced to address the issue.